Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There was no indication of a malfunction which would have contributed to the incident. Even though it was mentioned in the patient heating questionnaire that the padding was used to prevent skin contact with the bore wall, the skin of the patient¿s arm was in close proximity or in contact with the bore wall. The patient was positioned off-center (left arm/elbow became closer to the bore wall) and was sedated (could not reposition or press the nurse call). The observed blisters can be explained by close contact with the bore wall. Contributing factors: the patient was sedated. The thermoregulation of sedated patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The total administered specific energy dose of 4.1 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. The mr examination room temperature was above the specified value. The heat dissipation is hindered by a high examination room temperature. A lower examination room temperature reduces the risk on burns, since the patient is less likely to sweat.

Event description:
Philips received report that during an MRI scan of the patient's right elbow (in a cast), the patient sustained a burn on the back of their left arm. It was reported an anterior coil was used. A blister of approximately 2cm was reported to have developed. The patient was reported to have been under sedation at the time of the exam. The burn is reported as second degree per the documentation on the questionnaire. Topical pain relief cream for pain relief was applied by the nurse. An anterior ds coil was used. Two digital photos of the reported burn were received for review. The first photo shows a circular reddened area with two areas of fluid filled blisters. The second photo depicts the wound after an unknown period of time. The wound appears open, and through dermal layers of skin. The reported wound meets the criteria for serious injury.